Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for septic shock. The local sales representative was asked to check the device as routine treatment. There were no additional adverse effects reported.